Event description:
Olympus was informed that there was a situation where bands from a previous patient fell into the gi tract of a different patient. The procedure was completed using a different device. Olympus followed up with the user facility via telephone and in writing to obtain more detailed information regarding the reported event but with no results. No patient injury was reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. There was no specific model or serial number of endoscope provided by the user facility. The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant information becomes available at a later date.